Manufacturer narrative:
(H3, h6): the power supply was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Installed power supply in test system. The system initialized. Generator, communication and charging readied. Power supply output voltage was 5.16vdc. 2d and 3d images were successful. Codes: b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. G. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: m021083c001 (software part has been added). H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a hardware issue as per complaint data, replaced power supply and adjusted voltage as per user manual guidelines. Software was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1, UDI#: MDR codes added: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-ray was disabled on the system. They reported the system was functioning as intended for a case this morning and when the site went to do the calibration maintenance after, the pendant displayed x-ray disabled and the system was unable to perform the calibrations. There was no patient involvement.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and ran fluoro/ rad gain calibrations multiple times trying to duplicate the error but no success. In the logs found multiple voltage out of range errors. Replaced power supply and adjusted as per user manual guidelines. Measured all the voltages from power supply and all within specs. Shot multiple x-rays (2d / 3d) with no errors posted by the system. Ran a system checkout as per user manual guidelines and checklist. Logs were attached for reference. System was given back to customer as ready to use for clinical cases with satisfactory results. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.